Event description:
Had shoulder surgery in which I received on artificial shoulder, I started having pain and complication the following week after the surgery was performed. I was diagnosed with a deteriorating left shoulder rotator cup in 2015. I was told that only surgery could make the shoulder less painful and operate better. "Is the product over-the-counter: no; why was the person using the product: replacing my god, give in one; did the problem stop after the person reduced the dose or stopped taking or using the product: no; did the problem return if the person started taking or using the product again: no."